Manufacturer narrative:
(B)(4).the insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, minor scratched display window, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The bolus wizard functioning properly per bolus wizard sample in the user guide. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads. The insulin pump passed the delivery volume accuracy test.

Event description:
Customer reported a hospitalization due to high blood glucose and diabetic ketoacidosis. She stated that the insulin was not being delivered as it should have been and that the bolus wizard did not work. The blood glucose reading at the time of the hospitalization was 560 mg/dl. Customer had been having issues with elevated blood sugars and stated that the morning of the event that she was unresponsive and that the blood glucose had been 1,327 mg/dl. She stated that the cannula was bent and that her potassium had been high. The insulin pump was removed at the emergency room. Nothing further was reported.